Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No missing segments or partial display noted. Device shows no damage on lcd controller or lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the liquid crystal display of insulin pump went dim when the battery started to go little low and it was hard to read display and it was like grey color. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was neither dropped nor bumped. Customer stated that the insulin pump had intermittently display issue and when inserted batteries it would not respond to new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.